Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an occlusion alert while using an infusion set (contact detach); the infusion site appeared normal, but a fill tubing action resulted in an ¿unable to proceed¿ message, and the issue resolved only after a cartridge-only supply change, with blood glucose remaining unaffected. Symptoms included no reported clinical effects. Outcomes included no impact to glycemic control and no need for medical care. Investigation included troubleshooting and user education, including guidance through a supply change. Investigation of this case revealed an insulin delivery occlusion related to the infusion pathway that was cleared after replacing supplies, with no device damage observed at the site. It was concluded, based on previously established findings for similar reports, that the cause was an occlusion in the infusion system that resolved with replacement of disposable components.